Event description:
Reporter indicated a patient had high lead impedance. X-rays have been ordered. The vns has not been disabled. Attempts for further information from the reporter have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.